Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Attorney reported: in 2004, the patient underwent a hernia repair procedure with placement of a composix kugel non-recalled mesh. In 2007, the patient was presented to the hospital with severe abdominal pain. The patient was admitted to surgery and found to have a small bowel obstruction. The mesh was removed.